Manufacturer narrative:
Date rec¿d by MFR : 30apr2019. The customer confirmed the reported 5 volts supply failure issue. The customer indicated that the power management (pm) pcb was replaced and resolved the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25apr2019. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the ventilator generated a 5 volts supply failed, primary alarm failure and speaker test failure error codes. There was no patient involvement. Event date not specified: estimate used.